Event description:
It was reported that (1) scg45 was used during a gastric bypass procedure. It was reported by the reppresentative that the surgeon was performing a gastric bypass and had fired the scg45 two times with tr45b reloads across gastric tissue. The third firing across the stomach was with a green load or tr45g. The jejunonejunostomy was then created using the same gun being fired with two tr45w reloads. The surgeon hand sutured the opening. When the surgeon checked the staple line across the stomach, he found malformed staples where the staples line from the tr45b reload and the tr45g reload met and resulted in a small opening in the staple line. The surgeon oversewed the line and finished the case. There was no consequence to pt.